Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted and replaced due to oversensing and high pacing thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, between approx. 43 cm as well as at 47.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to significant motion in the area of the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.